Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Visual examination shows a plate broken in the middle. Two screws and nuts were placed on each end of the plate. The device was not returned for evaluation. The bend appears to be significant. It is possible that the process of bending placed stress on the implant resulting in material fatigue.

Event description:
Contact in another country, reported that a vsp plate was placed at l4/5 for degenerative spondylolisthesis. Patient wore a canvas corset. Later the vsp plate on left side was found to have broken and the patient felt pain in lower back and right leg. A revision was performed plate and screws were replaced. As surgical intervention occurred an MDR is being filed to document this event.